Event description:
Patient was in CT for CT guided biopsy of the lung. The physician was attempting to retract portion of coring needle to expose the tissue sample when the event occurred. During procedure after obtaining a tissue sample, the radiologist removed the coring needle from the guiding needle using the coaxial biopsy needle. Upon retracting the portion of the coring needle to expose the tissue sample, the needle appeared to be difficult to retract and upon further force, the needle broke. A second needle was opened and working okay, but still seemed a little stiff during retraction.no injury to staff or patient. Staff state this has never happened before.the CT tech called and notified the manufacturer. The needles will be returned for investigation.